Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-01127. Follow-up information revealed the patient regained effective therapy following the procedure and the issue is resolved.

Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-01127. It was reported during a procedure to explant and replace the patient's ipg (reference MDR 1627487-2017-01093), diagnostic testing revealed high impedance readings on one of the patient's two leads. As a result, the lead was explanted and replaced. The other lead remains implanted. It is unknown which lead reflected high impedances; therefore, all suspected devices are being reported.